Event description:
The prisma flex screen read general failure at 0620. The pt remained stable and per the instructions on the screen the machine turned off. The hand crank was used to return the blood back to the pt.